Manufacturer narrative:
The customer reported that their system lights 1 and 2 were out. A service representative visited the customer site and evaluated the system. Per the service request, the service representative was able to replicate the reported event and replaced an assy, ship, xenon lamp. The service representative performed preventative maintenance (pm) and found the system to meet specifications per service test procedure (stp). The root cause of the reported event can be attributed to the assy, ship, xenon lamp (p/n 212-3338-501). However, determining if the xenon lamp is nonconforming or past its rated life expectancy cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the lights on port 1 and 2 went out during a retinal procedure. Additional event details were requested. New information was received from the customer indicating someone had passed by the back of the machine and bumped into it during the procedure. The case was completed by using back-up lighting. The button on the back of the system was reset and the lights 1 and 2 starting working. There was no harm to the patient.